Manufacturer narrative:
(B)(4). Shell, handle, and adapter were not received. Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual analysis of the reload noted sub-flush pushers in the cartridge. There were no other visual abnormalities. During functional testing, the device performed satisfactorily. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a mini-thoracotomy procedure. The device was used on the v3. The firing was completed without any problems. After the firing, bleeding occurred at the cut end of the tissue. The tissue was over sewn.